Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided: initial result = >50 ng/ml, repeat result = >50 ng/ml, result on beckman platform = 4.482 ng/ml no impact to patient management was reported.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided: initial result = >50 ng/ml, repeat result = >50 ng/ml, result on beckman platform = 4.482 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house accuracy testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 72196ud01, however, no increase in complaint activity was identified for list number 03p25. Accuracy testing was completed for lot 72196ud01 using panels which mimic patient samples using in-house retained kits stored at the recommended storage condition. Testing indicates complaint lots are performing acceptably. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the likely cause lot number and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 72196ud01. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Additionally, per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 72196ud01 was identified.